Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced kinked cannula event on 28 mar 2026. Due to the event, patient¿s blood glucose level was 401 mg/dl and experienced symptoms including distress, malaise.